Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. The additional nine perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: visual and functional inspections were performed on the returned device. The reported sutures were coming out after device activation was confirmed due to the condition of the returned device. The investigation determined the reported sutures were coming out after device activation appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with ten proglide device were attempted in the calcified right common femoral artery via 12fr sheath using the preclose technique prior to an aorta prosthesis implantation procedure. Reportedly, suture closing were not complete and the sutures were coming out after device activation. Two additional proglide devices were used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from proglide devices. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Per instructions for use: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The device was reported to be not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using four proglide devices after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, "suture closing were not complete and the sutures were coming out after device activation". An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.